Event description:
The reporter stated that the valve was not working properly and that it was replaced. Integra has requested in writing, additional clinical information.

Manufacturer narrative:
The device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.